Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had a flattened port causing a leak. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.